Event description:
It was reported that the patient went to the medical institution due to hearing a patient alert. It was found the patient alert was due to the right atrial (ra) lead having impedance greater than 3000 ohms and the lead trend graph showed there was a gradual impedance increase. The pacing mode was reprogrammed to inactivate the ra lead which remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.